Event description:
Event description guidant/crm received information that there is an issue with rising thresholds in the endotak endurance leads. Specific example also involved a 50% drop in r-wave amplitude. Through an x-ray they found the lead had moved.